Manufacturer narrative:
Bioplex 2200 is connected to inpeco laboratory automation system (tla) at (B)(6) in spain. On october 19th, 2022, bio-rad technical support received an email from the customer that a sample was added to the queue for sampling on bioplex and an error occurred. 2 samples that were behind the first sample were not moved to the gating area of the bioplex, but bioplex showed samples are in process. The incident was detected by the testing laboratory and results were not reported to the patient. Additionally, we have confirmed that when the incident occurs the track line system reports a "red state" error warning which is presented at the user interface. Per the track line interface IFU (0u00000165-en-us.10), this error indicates that the communication between analyzer and automation system has been interrupted or the analyzer is in error condition. User intervention is required to recover from this error condition which renders these incidents as detectable. On october 24th, 2022, bio-rad technical support personnel escalated the case as a potential adverse event. Software engineers from inpeco and bio-rad are evaluating event logs and investigating the root cause for this issue.

Event description:
The bioplex is connected to a inpeco laboratory automation system (tla). A sample was added to the queue for sampling on bioplex and an error occurred. 2 samples that were behind the first sample were not moved to the gating area of the bioplex, but bioplex showed samples are in process. The incident was detected by the testing laboratory and results were not reported to the patient.